Manufacturer narrative:
Additional information: h11 h11: upon additional information, the product is no longer suspect in the event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that three hundred and forty-five (345) vented micro-volume inlets had particulate matter in an unspecified location. The particulate matter consisted of hair, fibers, or black spots. This was observed during visual inspection. There was no patient involvement. No additional information is available.